Event description:
A (B)(6) male, with vascular disease was implanted with an spectra malleable device on (B)(6)2010. On (B)(6)2010, the spectra device was removed and an ipp device implanted, due to pain.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling and is sufficiently captured in our risk analysis. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.